Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported alarms and alerts going off throughout the night and continuous inaccuracies with the sensor. She stated that the threshold suspend was activated when the blood glucose was not low. No blood glucose reading was given. Customer declined troubleshooting. Nothing further was reported.